Event description:
It was reported that during transport, the cs300 intra-aortic balloon pump (iabp) units turned off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport, the cs300 intra-aortic balloon pump (iabp) units turned off. No patient involvement.

Manufacturer narrative:
Corrected information: sections b5, b6, b7, d10, e1 - phone number, e3, h6. Additional information: sections b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
Fse replaced the battery ((B)(4)). Also, the fse replaced the IV pole (0436-00-0274) as it was missing. The fse then ran the unit for additional hours to insure battery indicator was adjusting appropriately. An additional safety check was performed and the unit was then returned to the customer and cleared for clinical use.